Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) and shock channels resulting in a non-sustained ventricular tachycardia (nsvt). Technical services (ts) reviewed device data and noted that the rv pace impedance measurements have had a slight decline over the last year from 680-700 down to 473-high 500's. Ts recommended evaluating the patient in clinic to determine if this noise was due to electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.